Event description:
Report was received regarding two female labor and delivery pts. Both were tested using the group b strep assay lot number 690633. Results of both tests were negative. Duplicate specimens obtained at the same time were cultured with positive group b strep heavy growth results. Circumstances regarding why the testing was performed is not known. Person reporting incident believes that the babies were fine. No samples were received from the customer for testing; therefore, the complaints for culture posititive, asst negative could not be evaluated. An open kit lot number 690633 was received from the customer and tested at co. Testing was performed using the returned kit. Negative control, positive control, and a sensitivity sample were tested and produced the following results: sample; expected result; result: negative control; visually negative; visually negative: positive control; visually positive; visually positive: sensitivity sample; visually positive; visually positive. Based on the info obtained by co to date, no death or serious injury has occurred because of this possible malfunction. Co has no plans to submit add'l info pertaining to this MDR.